Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and cardiac arrested. The patient was resuscitated, but remains unconscious. According to the reporter of the event, the patient's family had gone out, returned home and heard the ventilator alarming. The patient was found disconnected from the ventilator, was resuscitated and transferred to the hospital. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018 at 14:46:03 local time, the ventilator began alarming for a patient circuit disconnect condition. The alarm had a duration of 1108 seconds (approximately 18.5 minutes). This alarm was not acknowledged as evidenced by no alarm silence/reset keypress in the logs. At 15:16:29 local time, the ventilator again began alarming for a patient circuit disconnect condition. The alarm had a duration of 901 seconds (approximately 15 minutes). The alarm was acknowledged at 15:30:15 local time as evidenced by an alarm silence/reset keypress. The ventilator was manually powered off at 15:31:30 local time. The device was not powered on again until (B)(6) 2018. The manufacturer concludes the ventilator operates and alarms as designed. The ventilator alarmed appropriately when the patient became disconnected from the device.